Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical, and visual testing but could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) had false alarms. The hose was repositioned, and it was still reading air in the line. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a slight delay, no blood loss, nor adverse consequences to the patient.